Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and fell from the his to the rv apex, resulting in loss of capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.